Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, fse investigation is not complete.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, there was an error message when attempting to use a large clip applier instrument on the universal surgical manipulator (usm) #3 at one surgeon side console (ssc). An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. Before contacting the tse, the staff had already tried a second large clip applier instrument on the same arm and experienced the same issue. They then transferred control of the instrument to the other ssc, where both instruments functioned properly. The tse reviewed the system event records and did not identify any relevant entries and then advised the staff to restart the system after the surgery and check whether the error reappeared or whether the issue was resolved in the next procedure. The procedure was converted to another dv system with no reported injury.